Event description:
Per the surgeon's report, an x-ray done during surgery showed a partial insertion of the electrode array. No nrt responses were obtained. The device was explanted in 2007 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.